Event description:
The tech alleged the brake casters on the foot end would roll while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced both foot end brake casters to resolve the issue.